Event description:
It was reported that an ilet bionic pancreas sustained a cracked touchscreen and required replacement; the device¿s water resistance was compromised and backup therapy was recommended due to uncertain functionality, with no alerts or alarms reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a device fracture involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.